Manufacturer narrative:
Combination product: yes neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. It should be noted that, according to the IFU, pre-dilatation of the lesion is mandatory.

Manufacturer narrative:
Combination product: yes.

Event description:
The patient refused to go for a bypass surgery. Therefore, the orsiro drug-eluting stent system was selected for treatment of a lesion with 60 percent stenosis degree in the mildly tortuous mid lad. The lesion could not be crossed with the device. The case was abandoned. The patient is under medical therapy and was discharged home. There is currently not plan to call patient for pci in the future.